Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was evaluated following the reported event of a controller exchange. The system controller was not returned for analysis and remains the backup controller. Information provided by the account stated that (B)(6) was exchanged to the backup position on (B)(6) 2023 to facilitate a modular cable replacement. The patient¿s modular cable was replaced due to ¿wear and tear¿, multiple wraps with silicone tape, and tears in the outer protective covering. The reported event could not be correlated to an issue with the system controller. Device history records were not required to be reviewed per investigation procedures. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that (B)(6) was moved to the backup system controller position to facilitate a modular cable exchange. The backup battery gx073289 was placed in controller (B)(6), which had been switched to the backup position with the cable change.

Manufacturer narrative:
B3: the date of the system controller exchange is estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was using system controller serial numbers (B)(6) on (B)(6) 2025 and (B)(6) on (B)(6) 2025, indicating that an exchange took place.